Manufacturer narrative:
Date of event: (B)(6). Date of report: 23aug2019. The manufacturer's field service engineer confirmed the reported problem. The manufacturer's field service engineer replaced the touch screen assembly to address and correct this reported event.

Event description:
The customer reported a ventilator with a touch screen failure. There was no patient involvement / harm.